Event description:
It was reported that a pt underwent a vaginal hysterectomy procedure on (B)(6) 2010. During the procedure, after fifteen minutes of usage, the blade remained blocked in the sheath and would not advance. Another product was used to complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4) - blade will not advance. The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.